Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: product name: expedium verse dual innie. Product code : 199721000s. Lot/batch/exp: 159490. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes. Was the product being used in a clinical trial? No. Event outcome/how was it managed? A untized set screw was used with the reduction tool and final tightening was achieved. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? If the item is returned from cssd following decom. Please give a detailed explanation of the event: mr (B)(6) was attempting final tightening and on attempting to complete final tightening of the outer segment of the dual innie with the castle tightener the thread of the nut stripped entirely. A quick stick was also engaged at this stage. A unitised set screw was used instead and final tightening was achieved.

Manufacturer narrative:
(B)(4). Visual examination found that the threads on the set screw were torn off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads on the 5.5 expedium verse di set screw cannot be determined. Noted damage suggests that inadvertently cross threading of the setscrew occurred upon insertion into the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.